Event description:
It was reported that during an unspecified procedure, the tip of the pt2 moderate support guide wire fractured. The physician reported that resistance was felt while introducing the pt2 moderate support guide wire through the introducer sheath and the guide catheter. Therefore, it was decided to withdraw the guide wire. Once removed, the physician noted that the polymer tip of the guide wire had detached. The patient suffered no injury from the event.